Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that no additional attempts would be made to restart the patient's ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that a patient's battery is dead. The patient had surgery and turned off 1 year ago. The rep reported they are going to do a "por". No further complications were reported. No patient symptoms were reported. Additional information: it was reported that the rep will be meeting with the patient to clear their power on reset (por) message. No further information was reported. Additional information: it was reported the cause of the patient's battery being dead was due to the patient leaving it off too long following a surgery. This was also the cause of the patient's por. No further information was reported. Additional information: it was reported the rep had attempted a physician recharge mode (prm) multiple times, but they have not been able to get the patient's ins working again. No further complications were reported.